Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :3389s-40, lot# v323742, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient had a lead revision and had the lead removed. There were no symptoms reported related to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.